Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence.

Event description:
It was reported that the tip detached during a hip arthroscopy. The detached portion of the device was identified and removed by the surgeon. This information was identified during a literature review in the following article: park m-s, yoon s-j, kim y-j, chung w-c. "Hip arthroscopy for femoroacetabular impingement: the changing nature and severity of associated complications over time." Arthroscopy: the journal of arthroscopic & related surgery. 2014; volume 30 number 8:957-963. Two devices were reported to have broken during the same procedure. This report applies to the first device which was removed from the patient. The 2nd broken device which was not removed from the patient was reported under 3003604053-2015-00096.